Manufacturer narrative:
The ra and rv lead were explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, the right atrial (ra) and right ventricular (rv) leads dislodged. Multiple attempts were made to reposition the lead, however attempts were unsuccessful and the leads continued to dislodge. It was noted that during manipulation of the ra lead the right ventricular (rv) lead was hooked and also dislodged. While attempting to regain access through the subclavian vein a perforation of the vessel occurred from the ra lead. Due to the patient's anatomy the collar bone was unable to be located and a decision was made to implant a new single chamber device and leads. The ra and rv leads were unable to be implanted. The ra and rv lead will be returned for analysis. No adverse patient effects reported.